Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, g1(contact person), h4, h6(clinical code).

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and upon arrival, the fse powered on the unit without any alarms. The system logs were checked but was unable to find any faults related to over heating. The fse then ran the unit on a test catheter and was unable to duplicate the issue. When the fse ran the compressor output test for 30 minutes, he was able to noticed the compressor temperature was reading higher than normal. Due to the higher temperature range, the compressor motor and the temperature probe were replaced. Subsequently, the fse ran on a test catheter for 60 minutes without any issue. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) aborted due to overheating. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.